Manufacturer narrative:
The complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) could not verify the reported issue. Using a lab-use only reservoir in ambient temperature, the pads adhered very well. The pads (three pads broke) could not be removed using significant finger lifting force. A flat head screwdriver was used to pop the pads off of the reservoir. 12 level mounting pads were used (eight that were loose in the bag and three from a new sleeve).

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's sales representative, there was little adhesion on the pads and they were not able to attach the sensor. Two boxes of the same lot number were returned, and the UDI of the second box was (B)(4). The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level detection pads were not sticking to the reservoir. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.